Event description:
It was reported that the mobile programmer application displayed a diagnostic message when attempting to pair with the patient connector. It was noted that when attempting to check for software updates, the application crashed. It was further noted the patient connector unexpectedly updated when attempting to open the cardiac device data transmission application. Troubleshooting involved re-attempting to pair the mobile programmer application with the patient connector however the diagnostic message re-occurred and crashed. Further troubleshooting was advised. The patient connector remains in use. There was no patient involvement.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.